Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, illness requiring steroids, smoker, bone resorption, swelling, abscess. Implant was supporting locator, slowly losing bone over the years. Lasted 10 years.